Event description:
A customer observed elevated k+ and ca results for two patient samples on a vitros 950 system. The results were not reported for either pt sample. Biased k+ and ca results of this magnitude might lead to inappropriate physician action. There was no report of pt harm as a result of this event.